Manufacturer narrative:
The complaint device has been returned for evaluation. Ascent is in the process of conducting an evaluation on the complaint device. Once an investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
The complaint device was evaluated by ascent. A visual examination of the device did not reveal any kinks or bends in the catheter. The catheter was also evaluated using a french scale. The entire shaft measured 7fr. The catheter moved easily through the 7-french hold and did not become stuck at any point. Per the complaint, an 8.5 french introducer was used, so the catheter should have easily moved through the sheath without becoming stuck. Ascent's instructions for use state: avoid excessive stretching, kinking or bending of the catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters place the catheter by rotating the shaft in a clockwise motion only to reduce the risk of entrapping cardiac structures pull thumbknob back prior to insertion or withdrawal note: do not use the catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25mm in diameter a review of the device history record for the reported device indicated that the catheter passed all applicable tests and inspections prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that, "the lasso catheter became wedged in an 8.5f flo sheath. A second physician was called in and was able to pass a .025 guide wire through the sheath which freed up the lasso catheter." No patient injury was reported.